Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were in critical override mode. The technical support specialist conducted a comprehensive check of the station, server communication, and sync server services. After consulting with the user and reviewing the system logs, no errors were identified, and the system was confirmed to be functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server system all stations were in critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.